Manufacturer narrative:
A supplemental report will be submitted upon completion of the physician's assessment of the reported information and the plant's investigation. Related MDR: 2937457-2014-00414.

Event description:
A hemodialysis nurse reported a blood leak from the dialyzer at the crit line blood chamber connection. The connection was tightened and the patient was able to continue treatment without changing the dialyzer. The patient had less than 100ml of blood loss and did not require medical intervention.